Manufacturer narrative:
Patient weight not available from the site. No devices were returned to the manufacturer for analysis. Device manufacturing date not known at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the surgeon was advancing the screw further into the pedicle when the tip of the instrument broke. The site was still able to proceed with the case. There a less than 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
Analysis on the returned driver resulted in a physical damage failure that was found through visual and physical examination of the instrument. Analysis states that the tip of the driver was broken off. If information is provided in the future, a supplemental report will be issued.